Event description:
During medex' in-house testing, 'the hex value was not greater than c0 on a plunger holder/track ii, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software.